Event description:
This case was initially received via regulatory authority (igj) on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('serious blood loss during and before menstruation') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced presyncope ("almost fainted during placement") and complication of device insertion ("almost fainted during placement"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("serious blood loss during and before menstruation") and hypersensitivity ("allergy"). The patient was treated with surgery (essure was removed on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, presyncope, complication of device insertion and hypersensitivity outcome was unknown. The reporter provided no causality assessment for complication of device insertion, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and presyncope with essure (ess205). Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.